Event description:
It was reported that this pacemaker exhibited far field over sensing on the atrial channel. Technical services advised reviewing atrial parameters for programming optimization, along with further evaluation via the programmer. The pacemaker remains in service. No adverse patient effects were reported.